Event description:
It was reported that removal difficulty, shaft break, and unretrieved device fragment occurred. The 100% stenosed target lesion was located below the knee in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and inflated to 14 atmospheres. The balloon was deflated; however, resistance was felt when an attempt was made to pull it out. The device was forcibly withdrawn despite the resistance and, subsequently, the shaft broke. It was noted that the shaft might have been damaged or kinked during introduction which could have caused the separation. Per the physician's opinion, the separation occurred due to a procedural cause, not a device defect. The fragment was pressed against the vessel wall with additional dilatation using a 2x220 coyote balloon and a 2.5x120 non-boston scientific balloon which eliminated the blood flow obstruction. The procedure was successfully completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks to the shaft 124.2cm and 125cm from the hub. The shaft is separated 125.6cm from the hub and appears to have been stretched prior to separating. Microscopic examination revealed no additional damages. The distal end of the separated shaft and tip did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.

Event description:
It was reported that removal difficulty, shaft break, and unretrieved device fragment occurred. The 100% stenosed target lesion was located below the knee in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and inflated to 14 atmospheres. The balloon was deflated; however, resistance was felt when an attempt was made to pull it out. The device was forcibly withdrawn despite the resistance and, subsequently, the shaft broke. It was noted that the shaft might have been damaged or kinked during introduction which could have caused the separation. Per the physician's opinion, the separation occurred due to a procedural cause, not a device defect. The fragment was pressed against the vessel wall with additional dilatation using a 2x220 coyote balloon and a 2.5x120 non-boston scientific balloon which eliminated the blood flow obstruction. The procedure was successfully completed. No patient complications nor injuries were reported.